Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited peeled adhesive around the objective lens, no image, black screen on the monitor, and a noisy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the peeled adhesive. A root cause could not be identified for the image malfunctions. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to damage on charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.